Event description:
Reported on medwatch report (B)(4): event description: surgeon was using peanut sponge and noted small speck of radiopaque blue fiber separated from sponge and was in the incision. The surgeon was able to retrieve the fiber but was concerned and requested follow-up regarding contamination of surgical incision.

Manufacturer narrative:
Investigation findings: the work order was reviewed for discrepancies that would have contributed to the reported issue. No discrepancies were identified. The raw material in reference to the complaint has been identified as (B)(4), lot number 1197339. This is supplied to deroyal by (B)(4). The scar log was reviewed, and a similar complaint was identified for an additional component within the product line. Therefore, (B)(4) has been issued. The scar due date is 06/16/2015. Follow-up was performed on 06/01/2015 as a reminder of the scar due date. A response was received on 06/04/2015. Representative samples were evaluated due to the actual sample not being available for review. The raw material lot number reported within the complaint was unavailable. Therefore, a random sampling of product on hand was evaluated in an effort to identify a root cause. The product evaluated did not exhibit the reported issue. Deroyal will continue to track and trend for this type of report and will recognize if the issue becomes reoccurring. Correction: a correction has not been taken. Root cause analysis: scar: a true root cause was unable to be determined due to a sample or picture not being provided. The flaking issue is unable to be verified. A review of the DHR for the lot number was reviewed and no discrepancies were recorded. The product may have had abnormal damage and caused the product's x-ray element to flake. Corrective and/or systemic correction action taken: scar: the complaint information was forwarded to our facility to increase awareness for similar incident. All related operators need to inform the supervisor of any discrepancy immediately. Continue to strictly work according to factory sops to monitor and control the production manufacturing process. To ensure the factory's inspection procedures are effective, we have instructed our inspectors to pay special attention when performing the inspections of the in-process and finished product. We will continue to monitor for any developing trend for this issue and implement additional corrective/preventive actions as necessary. Training has been conducted. Training record numbers: (B)(4) and (B)(4). Preventive action: scar: a preventive action has not been taken. Investigation is complete at this time. This report will be updated if more information becomes available.